Manufacturer narrative:
The reported event that screwdriver bit t20, ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches with the reported failure mode. The screwdriver bit received for evaluation was broken at the tip. The visual examination revealed that the broken surface (tip of the screwdriver bit) has cracks and signs of fatigue breakage. Thus based on product inspection, the root cause was attributed to a user related issue. The failure was most likely caused due to fatigue failure caused due to a multiple use. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed which describes the use of screwdriver bit in detail. It also demands that the operator should ensure that the screwdriver tip is fully seated in the screw head, and not to apply axial force during final tightening. As per the operative technique the final tightening of locking screws should always be performed manually using the torque limiter (ref (B)(4)) together with the screwdriver bit t20 (ref (B)(4)) and the t-handle (ref (B)(4)) as the torque limiter helps to prevent overtorquing of the screw. The instruction for use was also reviewed which demands that user should ensure that they are familiar with the recommended uses, compatibility and correct handling of the instrument. It clearly states that stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices; the useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses; and that careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical devices. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that a 3.1mm drill bit was incarcerated in the 3.1mm drill sleeve. Two screwdrivers were also broken during normal use. This was done during a rep training class. No patients or hcp were involved.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a 3.1mm drill bit was incarcerated in the 3.1mm drill sleeve. Two screwdrivers were also broken during normal use. This was done during a rep training class. No patients or hcp were involved.